Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual observation confirmed that the outer insulation, outer coil wire cladding and core, and the inner coil wire casing and core were all consistent with the specified materials for easytrak 3, model 4548 leads. The lead was severely stretched with multiple fractures of the conductor coils from approximately 860-876 mm. Note, this model lead is only 80cm as manufactured. A single outer coil wire was found to be fractured with only the proximal side found and the distal side likely within the electrode. Evidence of torsional overload was found on the outer coil fracture. Twelve inner coil fracture surfaces were found indicating a total of six fractures, but which sides corresponded to one another could not be determined. Ten of the fracture surfaces were examined for fractography with each of them showing indications of torsional overload and one wire showed evidence of torsional shear bands. This damage was determined to be procedurally induced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this previously abandoned lead looked as though it might have a fracture. Detailed analysis is being performed at this time to determine the potential cause of fracture. This report will be updated upon analysis completion.

Event description:
Boston scientific received information that this left ventricular lead exhibited loss of capture in all configurations. The lead was surgically abandoned and replaced. New information was received, during a recent device upgrade procedure, this previously abandoned lead was explanted and returned without any further allegations. No adverse patient effects were reported.